Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for central regurgitation was confirmed based on information available up to date. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 6 years and 11 months post tavr with a 26 mm edwards sapien 3 valve in the aortic position, the patient underwent a transcatheter aortic valve-in-valve (viv) procedure due to severe aortic regurgitation.' Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided, a definitive root cause is unable to be determined at this time. As such, available information suggests that use error (not following instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 6 years and 11 months post tavr with a 26 mm edwards sapien 3 valve in the aortic position, the patient underwent a transcatheter aortic valve-in-valve (viv) procedure due to severe aortic regurgitation. The patient was reported to be in stable condition following the procedure. The serial number of the original valve is unknown and could not be obtained. The patient had been symptomatic prior to the intervention, presenting symptoms of dyspnea and heart failure. The viv procedure was performed via transfemoral access through the left femoral artery, and a 26 mm edwards sapien 3 ultra valve was successfully deployed in the aortic position. There were no allegations of device deficiency from the initial reporter. The patient was alive at the end of the procedure, and the valve was successfully implanted without reported difficulty in device use or procedural complications. Upon follow up, the fcs clarified that the reported regurgitation was confirmed central by echocardiogram.